Event description:
The reporter contacted lifescan alleging that the patient's fast take meter was reading inaccurately erratic. The patient obtained results of 94 and 197 mg/dl on the reported meter within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds that expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution. The meter, test strips, and control solution were replaced.